Manufacturer narrative:
An event regarding wear & altr involving a trident shell was reported. Wear was confirmed as a result of a mar. Altr was not confirmed. Method & results: -product evaluation and results: visual inspection: a visual inspection was performed by a material analysis engineer which noted the proximal and distal surfaces of the shell. Damage consistent with the explantation process, in-service wear, and contact against the stem was observed on the shell. A material analysis concluded; damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the head taper and the stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant noted; the mar confirms there were no device-related matters present although otherwise the cause of the problem remains obscure due to lack of information although I am not sure whether additional clinical information would solve the problem. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including office/clinical notes, histopathology and serial x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The patient had increasing discomfort in this right hip in fall and since december. The x-ray image of (B)(6) 2017 (lumbar spine ap with hip cut) shows a concentric situation and a correctly placed head on the cone of the right hip. On (B)(6) 2018, misalignment of the head on the cone and visible ossification, could be seen on x-ray image for the first time; abrasion.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient had increasing discomfort in this right hip in fall and since (B)(6). The x-ray image of (B)(6) 2017 (lumbar spine ap with hip cut) shows a concentric situation and a correctly placed head on the cone of the right hip. On (B)(6) 2018, misalignment of the head on the cone and visible ossification, could be seen on x-ray image for the first time; abrasion.